Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 on the analog pcb assembly. This filter being electrically leaky caused the internal hlc batteries to deplete. A replacement device was provided to the customer under warranty.

Event description:
It was reported to physio-control that the customer's device showed the charge-pak and the attention icons in the device's readiness display. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed internal electrical leakage that has the potential to deplete the internal hybrid layer capacitor (hlc) batteries, which could inhibit the device's ability to provide defibrillation therapy, if necessary.